Manufacturer narrative:
(B)(4). The customer did not provide patient demographics such as age, date of birth, gender, and weight. Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported while using the avea ventilator; the unit was not delivering correct fio2 (fraction of inspired oxygen). The issue occurred during patient use in peds (pediatric) mode. The customer reported the respiratory therapist (rt) noticed the first decrease in oxygen saturation; the patient was manually ventilated and suctioned. The patient was placed back on the suspect device after being manually ventilated and noticed a sat (saturation) of ninety-eight percent. The customer reported within a few minutes the patient's sats fell again. The customer reported the rt checked to ensure the fio2 was set correctly on the suspect device by using an external analyzer. The rt reported one-hundred percent should have been analyzed since the setting was at one-hundred percent but instead showed twenty-one percent. At this time, the rt took the patient off the suspect device and manually ventilated the patient, while another therapist did a complete est (extended self-test) on the suspect device. The suspect device passed the est with no issues. They checked the analyzed fio2 which matched the fio2 set on the suspect device and placed the patient back on with no issues. Four days later, with the same suspect device, the reported issued happened again on the same patient. Intermittent oxygen desaturation compromise was reported and the customer reported at this time, the suspect device was taken out of service.

Manufacturer narrative:
Results of investigation: the avea gas delivered engine (gde) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue could not be duplicated, however the regulator/relay balance was found out of calibration. The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.